Event description:
It was reported that the implant detect did not complete after implant because the the atrial port on the device was plugged. This resulted in no data collection in the device for seven months when the data collection function was activated. It was further reported that the patient was concerned that a three wire device was implanted but only two wires are activated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.